Event description:
A trocar's purpose is to maintain pneumoperitoneum (or inflation/expansion of the abdomen) during laparoscopic abdominal surgery, which allows for visualization of the anatomy. During patient's surgery, the surgeon complained that the trocar was leaking and he had difficulty maintaining pneumoperitoneum, and thus difficulty visualizing the structures in the abdomen. A second trocar was obtained, and it too, leaked and would not maintain pneumoperitoneum. Surgery was completed without injury to the patient. Many of our surgeons are having difficulty with these trocars; some feel it is a design flaw, or an engineering defect.

Event description:
A trocar's purpose is to maintain pneumoperitoneum (or inflation/expansion of the abdomen) during laparoscopic abdominal surgery, which allows for visualization of the anatomy. During patient's surgery, the surgeon complained that the trocar was leaking and he had difficulty maintaining pneumoperitoneum, and thus difficulty visualizing the structures in the abdomen. A second trocar was obtained, and it too, leaked and would not maintain pneumoperitoneum. Surgery was completed without injury to the patient. Many of our surgeons are having difficulty with these trocars; some feel it is a design flaw, or an engineering defect.